Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device was not return per hospital policy.